Event description:
Caller states patient tested 7.0 inr and 6.9 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was decreased for one day based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Elderly female patient taken to or for total knee procedure. It was reported by the anesthesia tech that the datex ohmeda aestiva-5 anesthesia machine had encountered problems. It was noted the bellows on the machine were not rising appropriately. Back up machine was obtained and switched out with original machine with no further reported issues with either the 2nd machine or the patient. Anesthesia tech reports upon troubleshooting the issue it was noted the machine had an excessive amount of dust originating from the co2 absorbent canister. We have reported this problem with this product previously but this is the first time it has directly affected patient/procedure. Our hospital had determined we would not be using this product as soon as the replacement product we had found (amsorb plus) arrived at our hospital. Our facility has now just learned the supplier of sodasorb has now determined they will not be ordering from this particular vendor anymore and will be returning to their original product (medisorb) which had been discontinued. No injury to patient, just a delay in procedure with having to switch to an alternate machine and an impact of time as it took our anesthesia staff time to clean large amount of dust out of machine and run machine through its paces before feeling secure enough to return it to service.======================manufacturer response for prepackaged co2 absorbent cartridge, sodasorb======================manufacturer is aware our hospital has been very unhappy with the sodasorb product. We had used medisorb for quite some time with no issues and then suddenly sodsasorb just started being delivered in its place. We expressed concern and started evaluating other products from other manufacturers. We have now learned the sodasorb product will now be discontinued and ge will be returning to the original medisorb product.